Event description:
It was reported that the pt went through a theft detector/security gate at store the device was turned on when the pt went through the gate. The pt experienced a jolt in his leg. The pt also experienced a loss of therapeutic effect with no stimulation sensation. It was reported that the stimulation could be increased to maximum amplitude and no stimulation was felt. No patient treatment or outcome was reported. Additional information has been requested from the health care provider, but was not available as of the date of this report. Reference MFR report #3004209178-2008-03488.